Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. On the same day, the patient experienced shakiness, weakness, was diaphoretic, and vomiting. The patient¿s cgm was reading high mg/dl. The patient was also on an omnipod insulin pump. The patient went to the hospital due to her symptoms. While at the hospital, the cgm was reading high mg/dl and the bg meter was reading 215 mg/dl. At some point, the patient reported her bg meter reading was 54 mg/dl while she was hospitalized. While she was admitted to the hospital, both the dexcom cgm and omnipod pump were removed. The patient was treated with insulin, blood pressure pills, cholesterol pills, and acid reflux pills (the specific medication names could not be recalled by the patient). She was discharged 6 days later. Data was evaluated and the allegation was undetermined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator prior to her symptoms. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid while she was at the hospital. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.